Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. No drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. Device was monitored for 3 days. No charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm or unexpected e or a alarm noted. The motor was tested outside of the device and passed. All buttons function properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump squirted insulin. Insulin pump received random no delivery alarms and motor error alarms. Insulin pump also received button error alarm. Buttons was not responding when press first time. Lost insulin pumps setting. Insulin pump was rejected new batteries. Casing of insulin pump was damaged. Unusual grinding noises different from the normal rewind noises. Rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.